Event description:
There was no coil in the delivery system. It was empty. The catheter that was intended to deliver a coil during the procedure was inserted into the body and positioned in preparation of coil deployment, but the coil was absent. The devoid catheter was removed and a new catheter/coil was successfully obtained and used. The coil was being deployed as part of the scheduled procedure. There was no injury to the patient.